Event description:
It was reported that during central processing, the monopolar curved scissors instrument tip was cracked. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have corrosion on both blades. Both blades exhibited severe pitting corrosion on the outer surfaces. During inspection, damage to the blade surfaces was observed, and there may be missing material; however, the size could not be confirmed, indicating that a fragment may have detached from the instrument. Cut performance is not negatively impacted due to the corrosion. Other metal components adjacent to the corroded blade do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing.